Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery was replaced by a third party service center for the failure of the internal battery to charge the device. After further testing performed at the third party service center, the device's power management board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.